Manufacturer narrative:
Olympus inspected the device at the factory of olympus medical systems corp. (Omsc) and found followings; there was foreign matter in the nozzle and auxiliary water channel. As a result of analyzing the foreign matter, it was found to be silicon. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Silicon cannot be identified because it is a substance that can be derived from various sources, but it may be derived from antifoaming agents or chemicals. Omsc will notify the user facility to continue pre-use and regular inspections. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported dirt in the auxiliary water channel. This event was found during a preparation for use, along with poor water supply due to nozzle clogging. The device had been reprocessed with an olympus automated endoscope reprocessor model oer3. There was no report of infection associated with this report.

Manufacturer narrative:
This follow-up report is being submitted to correct h6 in the initial report and report the additional information. Correction on investigation findings of h6 was made as follow. "3233 - results pending completion of investigation" to "3221 - no findings available." The additional information was as follow. This device was not serviced by a third party. Therefore, d8 of this MDR is set to no. If significant additional information is received, this report will be supplemented.